Event description:
Procedure type: laparoscopic gastric by-pass. According to the reporter: surgeon performed a laparoscopic gastric bypass using orvil 25mm and eeaxl25mm with 4.8mm staples. The orvil was fed transorally to the gastrotomy and barrel of the eea was fed into the apposing gastrotomy. The surgeon tried to engage the anvil with the integrated trocar. After several attempts they found that the anvil and trocar would not engage. They removed the anvil from the gastric pouch and found the connecting shaft of the anvil to be too loose therefore, they could not get traction on the trocar to wind down and bring tissue into apposition. Surgeon found it difficult to manipulate the connecting end of the anvil onto the trocar using a laparoscopic grasper, which may have lead to the anvil shaft becoming too loose to connect firmly onto trocar. The surgeon converted the case from laparoscopic to open and performed a hand sewn anastomosis. Pt is recovering normally.

Manufacturer narrative:
(B)(4).